Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display occurred. Product was provided for investigation an external visual inspection was performed and passed. A receiver charge test was performed and passed. A receiver boot test was performed and passed. Functional test were performed and passed relevant tests. Device was not opened for internal inspection. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was confirmed a frozen screen. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a display issue occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.